Manufacturer narrative:
The hill-rom technician cleaned the board and reconnected all cabling and reset the bed to resolve the issue.

Event description:
Info received indicated that liquid had entered the right caregiver pc board causing the bed to malfunction.